Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support stating the vessel sealer extend instrument installed on arm 3 froze and stopped responding after the surgeon finished cauterizing. Prior to calling, the customer attempted to use the manual release slider to open the instrument jaws, but the manual slider did not work. The customer then used a laparoscopic grasper to free up the tissue around the jaws before removing the instrument and the cannula together with no patient injury. The customer then reinserted the cannula, installed the instrument, and continued with the procedure. The isi technical support engineer (tse) asked if the customer hit the emergency stop button prior to using the manual release slider; caller confirmed they did not. The tse advised caller that the emergency stop button needed to be pressed and left in a faulted state prior to using the manual release slider to prevent damage to the instrument. The tse also advised caller not to use the defective vse instrument and to return the instrument for failure analysis. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported issue could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. Additionally, visual inspection revealed that the power cord was cut off.

Event description:
Refer to h11 for follow-up information.